Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is conservatively filed to report the cerebral vascular accident (cva) post procedure. It was reported that on (B)(6) 2017, the patient presented with a posterior leaflet prolapse and degenerative mitral regurgitation (dmr) grade 4. Approx 1 mitraclip was successfully implanted, reducing the mr to grade 2. There were no procedural abnormalities. On (B)(6) 2017, the patient was diagnosed with a cerebral vascular accident (cva) possibly due to a thrombus. There is dropping of the facial area which is improving. The event required prolonged hospitalization. There was no additional information provided regarding this device issue.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a definitive cause for the reported thrombus cannot be determined. A conclusive cause for the reported patient effect of thrombosis and the relationship to the device, if any, cannot be determined. The cerebral vascular accident (cva) however, was reported to be due to the thrombus. It should be noted that the reported patient effect of emboli (thrombus) and stroke (cerebrovascular accident), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.